Manufacturer narrative:
Device evaluated by manufacturer - one 8f fast-cath swartz introducer and one transseptal dilator were returned for evaluation. Visual inspection revealed a kink on the sheath as well as a hole. The kink was located 5.0 inches distal of the end of the hub. The perforated area was located 14.25 inches proximal of the tip end of the sheath; in addition, there was a kink at the perforation site. The returned dilator was inserted and successfully advanced through the entire length of the sheath and snapped into the hub. The tip of the dilator became caught on the crease of the kink, which had to be backed out and advanced a second time, which did pass through. Microscopic examination of the perforated area confirmed the hole was caused from the inside of the sheath to the outside of the sheath as the material around the hole was flared outward. The two kinks and the perforation site most likely prevented advancement of a catheter through the sheath. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to procedural factors.

Event description:
This complaint is reportable based on analysis completed on (B)(6) 2011. It was reported the sheath was kinked and the physician could not insert the ablation catheter into the sheath. There were no consequences to the patient. Investigation of the returned device revealed two kinks and one hole in the sheath. Microscopic examination revealed the hole occurred from the inside to the outside of the sheath, which was consistent with the having been caused by the dilator.